Manufacturer narrative:
The information provided with the initial report in section b5 was incorrect. The correct information has been provided with this report.

Event description:
The customer reported via phone call that emergency medical services were dispatched multiple times in (B)(6) and also on (B)(6)2020 due to low blood glucose. Customer did not know their blood glucose value at the time of the incident. Customer was using a sensor by a different manufacturing company. Sensor glucose reading was 50 mg/dl when paramedic was called. No treatment was given as the customer had eaten. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer does not allege pump was over delivering. Customer also reported that there was physical damage to the insulin pump's retainer ring and the reservoir does not lock in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized emergency medical services due to high blood glucose on (B)(6) 2020 with blood glucose of 50 mg/dl. The customer was treated by food. Troubleshooting was done for low blood glucose and over delivery. Customer states the drive support cap appears normal. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current, measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Device also had a missing reservoir tube o-ring, customer applied adhesive to the reservoir compartment, scratched case and pillowing keypad overlay. Device was received without the original belt clip. Unable to verify damage to the belt clip. No damage note on the belt clip rails.